Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unknown date, the patient began treatment with injection of fortum 2gm (frequency and route of administration not reported) and injection of heparin 1000 unit in night exchange (route of administration not reported) for the event of peritonitis. At the time of this report the patient outcome of this event was unknown. It was unknown if treatment with fortum and heparin was ongoing or discontinued. Dianeal therapy was ongoing. No additional information is available.